Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that they were trying to adjust their programs a, b, and c, but they were seeing settings not available. Agent reviewed meaning of message and redirected patient to their healthcare provider to further address the issue. Patient confirmed issue occurred just today. Patient called back with the same issue from previous call - setting not available and that check position (adaptive stim) grayed out. Patient tried to adjust the program and saw settings not available. Additional information was received, it was reported the patient was still receiving settings not available. The patient lowered their settings to 2.4 and they could not increase. Additional information was received, it was reported the patient was seeing setting not available for about 2-3 months. Caller reported patient did not have any fall or trauma. No recent medical procedures. Caller reported impedance shows: electrode 0-7: within normal limits reference 8: electrodes: 10, 12, 14: 40k ohms electrode 15: 39700k ohms caller reported she had reprogrammed patient. Caller reports patient was programmed with: a1: electrodes 0 and 10: 40k ohms a2-4: electrodes 4 and 14: 40k ohms lead connectivity shows electrodes: 10, 12-15 are out of range. Caller suggested x-ray reviewed impedance. Reviewed reprogramming. Redirect caller to patient's hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reports the patient (pt) reported they were not getting the same coverage on their right side, upon interrogating system the impedance on 8-15 were showing high, exact values unknown. Per rep pt stated they did not have any falls or trauma that they think could have caused this issue. Rep reports high impedances were observed on the day of surgery. Rep reports the cause was unknown and the paddle lead was successfully replaced which resolved the issue. The rep will submit any new information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977c265, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.